Event description:
The circuit overheated to point of melting, scorching, and evidenced a small flame on the expiratory limb. Personnel were present at bedside and observed the above event. No pt injury due to immediate repsponse. Believed low ventilator gas flow may have contributed to the problem. After the event, it was noted that no one noticed any alarms from the control unit being actiivated during this episode. All product removed from facility.